Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) guidewire breakage occurred. The lesion was below the knee. The pt2 guidewire was successfully inserted. A non-bsc dilation balloon was loaded on the wire and was sticking before the stenosis. The balloon catheter was removed. Then the guide wire was removed, but the guide wire broke, leaving a portion in the patient. The guide wire fragment was surgically removed.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) guidewire breakage occurred. The lesion was below the knee. The pt2 guidewire was successfully inserted. A non-bsc dilation balloon was loaded on the wire and was sticking before the stenosis. The balloon catheter was removed. Then the guide wire was removed, but the guide wire broke, leaving a portion in the patient. The guide wire fragment was surgically removed.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned without the detached tip. A visual examination identified damage to the distal end. The device was measured and it was found the fracture occurred 146.9cm from the proximal end. All outer diameter measurements taken were within specification. Sem analysis of the device showed that the fracture surface presented evidence of a bending overload in a ductile material, also failure presented tension and compression zones evidencing a bending event. The failure surface showed dimples rupture suggesting a tension overload moment. The surface also exhibited a transversal crack indicating a bending event. No material anomalies were found. The failure occurred due to a bending overload with a tension moment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)